Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 9298479. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to test the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. Investigation conclusion: no related abnormal record of defect. Heck the factory with the same batch of sample products, no mildew phenomenon. The existing factory in the process, the product is after eo sterilization, and after the test qualified products to release; factory warehouse no wet storage environment, the factory will not have mold in the packing boxes and products. The factory did not receive similar complaint other hospitals about the same batch of products. Mouldy packing boxes and products may be affected during transportation and storage. The plant will keep monitor this defect and follow up the effective of the actions.

Event description:
It was reported that 300 bd intima-ii¿ closed IV catheter systems experienced mold presence. The following information was provided by the initial reporter: when opened the package, it was found that the products was gone mold, it happened in urology department.